Event description:
Customer reported system is mixing up images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty hard drive. System operates as intended.